Event description:
It was reported that the patient's left ventricular lead was dislodged and moving freely in the right atrium. The lead was removed and replaced without complications. The patient was stable.

Manufacturer narrative:
A partial lead was returned in one piece measuring 77.0 cm. Analysis was normal. No anomalies were found.